Manufacturer narrative:
Customer has returned samples for further investigation. Awaiting customer to provide authorization to view customer's instrument images. No further information provided.

Event description:
A customer reported unexpected negative reactions on the igg cross-match assay on the echo and galileo. Initial and repeat testing on the echo and galileo resulted as negative.